Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen for her two week post-operative visit and did not present with any complications. The date of the post-op visit was not provided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.